Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl, disorientation, weakness, and a loss of consciousness. Reportedly, customer's overnight basal rate was too high. Additionally, customer delivered a bolus of 6.5 units while low. Customer required assistance from partner to be woken up, and treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.